Manufacturer narrative:
The impella lp 2.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) year old japanese male had impella lp 2.5 pump inserted in the right femoral without any problem. The impella was withdrawn on the fourth day due to mitral regurgitation (mr) at that time the mr was not severe. Treatment was diuretic and dob (dobutamine hydrochloride) was used, heart failure management was done and confirmation of severe mr of valve leaflet on lateral side after transesophageal echocardiography (tee) and a 3d image that the chordae rupture was present.